Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a thoracic dissection of the thoracic aorta. It was reported that the time of implant the intestines were already shutting down due to lack of blood. The physician wanted to implant the stent graft as a last resort in an attempt to save the patient's life. The dissection extended down to the level of the sma and renal arteries; however, the stent graft did not extend all the way down to seal the dissection in this area. The pt expired the same day.

Manufacturer narrative:
.